Manufacturer narrative:
Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 185635a, model/catalog description: artisan surgical lead 70cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: a22168/a22176, model/catalog description: lead extension kit 25cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure wherein everything was explanted. No further information could be obtained.